Event description:
Butterfly needle broke after engaging safety function post blood collection. Needle and safety holder broke off of tubing. Removed another device with same lot number and when engaging safety needle, device broke in same place. Found a different lot number for butterfly and engaged safety feature, this did not break. Employee received a dirty needle stick. No injury to patient. Reference reports mw5147725.